Manufacturer narrative:
The oad was returned to csi. No damage or abnormalities were observed on the driveshaft or crown that could have contributed to the event. The crown diameter was measured and met specification. Scanning electron microscopy analysis revealed radiopaque material in the tip bushing which indicates that the oad made contact with the guide wire spring tip. When tested, the oad functions as intended. As the guidewire was not returned if could not be determined if it was damaged or contributed. The root cause of the oad making contact with the spring tip was related to use not consistent with the instructions for use. The coronary IFU cations: maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance. Csi ID: (B)(4).

Manufacturer narrative:
Csi ID: (B)(4).

Event description:
Additional information received indicated that during the attempt to remove the oad withglideassist, the oad became stuck in the vessel. While pulling the oad in the removal attempt, the guide wire became fractured. The fractured guide wire was successfully snared.

Event description:
A viperwire advance guide wire and teleport catheter were advanced to the posterior left ventricular wall. The diamondback 360 coronary orbital atherectomy device (oad) was unable to be advanced past the right coronary artery at the distal edge of an existing stent. The oad was removed with glideassist which resulted in the guide wire becoming fractured. The fractured guide wire was unable to be retrieved. The patient was stable.

Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).